Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device was not replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the problem was that the device caused considerable pain and soreness at the installation site. The device didn¿t stop any of the patient¿s bladder leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the device never helped the patient and it was taken out. It was further stated that the device was removed on (B)(6) 2018 and patient encountered a problem with it. No further complications were noted or anticipated.